Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a small piece of the white ceramic protective coating on the jaws of the harmonic ace instrument broke off. This piece, a few millimeters in size, ended up in the patient's abdomen. As the forceps were still functioning correctly, they were retained for the remainder of the procedure. It was unknown if the fragment was retrieved.

Manufacturer narrative:
The following additional information was obtained: the harmonic ace instrument was inspected before use and showed no visible defects. During a surgical procedure, an instrument fragment fell into the patient, though the surgeon could not explain why and noted no operational issues or complaints. While minor instrument collisions sometimes happen, it¿s unclear if this caused the break. The fragment was retrieved using laparoscopic forceps through an auxiliary trocar, and its complete removal was confirmed by aligning it with the missing part of the instrument. No extra surgery or postoperative imaging was necessary. The procedure was completed as planned without patient injury or reported complications. The instrument and fragment were returned to the sterilization department, and no photos or videos are available for review.

Event description:
Refer to h11 for follow-up information.